Event description:
During routine testing of the vaporizer, datex-ohmeda svc rep noted output of the vaporizer was not within spec. The unit was returned to the MFR site for investigation. The unit was tested, and the reported complaint was confirmed. During the investigation, it was noted that there was a fault with the rotary valve. Investigations of similar valves determined that it has been subjected to scratching of its sealing face. This valve was mfg by glacier and had the graphite process applied. Previous investigations found some deva material contained areas of larger deposits of graphite that could be removed. No foreign material or graphite was found to determine the cause of the scratch. The deva material contained an area of a large deposit of graphite that could be removed. It is not possible to conclude if the graphite caused the scratch.